Manufacturer narrative:
No further troubleshooting will be performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a remaining longevity of less than six months. There was a concern the battery was depleting prematurely. Boston scientific technical services (ts) discussed how variations in programming and device use can effect longevity. No adverse patient effects were reported.